Manufacturer narrative:
Upon receipt, the lead was found dissected into several fragments. Both the distal and proximal parts of the lead were received for analysis but a middle part of approximately 2 cm is missing. The performance of the lead fragments was scrutinized, including a visual and electrical inspection. During analysis signs of abrasion were found along the lead and the insulation was found rubbed through at approximately 44 cm proximal to the lead tip. The coating of the conductor cable to the ring electrode was damaged in this area. This damage can be considered as the root cause of the noise measurements mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Deformation of the proximal shock coil was observed which occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The ra lead and this rv lead exhibited noise which resulted in inappropriate af/vt/vf diagnosis resulting in shocks. The ICD was replaced at the same time. Should additional information be received, this file will be updated.